Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) for a few days. Customer administered corrections with the pump to treat their bg levels. The customer indicated that they would contact their health care provider to discuss their bg levels.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.